Event description:
Device printouts were forwarded to ts for evaluation. The patient and/or patients' family, feel an in home electrical heating system, maybe the root cause of this anomaly. They requested episode review to determine validity of this thought.

Event description:
Boston scientific crm received information that, during a routine follow-up appointment, interrogation of this device noted several episodes in which noise was oversensed, leading to periods of pacing inhibition with asystole for greater than two seconds. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical service (ts) consultant gave recommendations to determine the cause of the noise. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon review, multiple episodes were noted; two reviewed. Ts confirmed the noise was only visible on the right ventricular channel in one of the reviewed episodes and in both channels, on the other reviewed episode. Additionally, the noise morphology is not indicative of an exteranl source. After further discussions, the ts consultant communicated that this is likely myopetential sensing and or a lead issue. At this time, device settings have not been adjusted and a request was communicated to have the electrial heating unit checked for current leaks. Currently, the device and lead remain implanted and in service.